Event description:
Notified of explant through medwatch reporting #1020397. The pt stated the device was causing problems with chronic headache, dizziness, skin lesions, depression, loss of concentration, forgetfulness, dermatitis, loss of train of thought, faintness, psychotic episode, muscle spasm, and pain. The explanting surgeon stated the right fossa was explanted due to pain, trismus and possible reaction to metal. At the time of explant, it was discovered the device was loose. Only two screws had been used to secure the device.